Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (code 107 - multiple abnormal shutdowns) has been confirmed. Upon investigation the monitor failed incoming functional pulse testing. The cause of the service code and testing failure was isolated to contamination in the monitor. Contamination was found on connector j502 on the computer/analog board, contributing to the abnormal shutdowns. Contamination was also observed on the j1002aa and j1003aa connectors on the defibrillator board. The contamination caused igbts q12 and q16 and diodes d18 and d19 to short, resulting in the testing failure. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 107 (multiple abnormal shutdowns).